Manufacturer narrative:
The initial medwatch report indicates: date of event: (B)(6) 2017. The initial medwatch report should indicate: date of event: (B)(6) 2017.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service replaced the power pcb assembly. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had failed its self-test. During device evaluation, the third-party service agent observed that the device's display went blank. A blank display is indicative of a device lock-up. It was not reported if there was patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: a third-party service agent contacted physio-control to report that the device from one of their customers had failed its self-test. During device evaluation, the third-party service agent observed that the device's display went blank. A blank display is indicative of a device lock-up. It was not reported if there was patient use associated with the reported event. The initial medwatch report should indicate: a third-party service agent contacted physio-control to report that the device from one of their customers had failed its self-test. During device evaluation, the third-party service agent observed that the device's display went blank and that the device powered off. It was not reported if there was patient use associated with the reported event. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had failed its self-test. During device evaluation, the third-party service agent observed that the device's display went blank and that the device powered off. It was not reported if there was patient use associated with the reported event.